Manufacturer narrative:
A ge service representative performed an onsite investigation. System software was reloaded. The system was then found to be operating as intended and returned to service.

Event description:
The customer reported that the system displayed a corrupt software error. This error will prevent the system from booting to a usable state. No pt or user injury was reported.